Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Corrected fields: d4(UDI). A getinge field service engineer was dispatched to investigate the issue. The fse could not replicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.